Event description:
The report received indicated that during a coronary procedure, the physician was using a 2.75x33mm cypher select plus; however, the balloon burst at 6 atmospheres of pressure. Therefore, the device was removed, and the procedure was completed with two endeavor stents. There was no report of injury to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.